Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter issue began approx four months earlier. The patient claimed he took an extra 20 units of his nph insulin after the issue began. He had a back-up meter that he was using, but no results were available. After the reported issue, the patient reported feeling sweaty and experiencing "swollen calves". The patient denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the patient reported a symptom (sweaty) that can indicate he was hypoglycemic.